Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired at home after being placed on hospice. The patient experienced subarachnoid and subdural hematoma (sdh), small distal middle cerebral artery (mca), mycotic aneurysm and c4-5 spondylodiscitis with prevertebral/retropharyngeal, and possibly epidural phlegmon. The patient's implantable cardioverter-defibrillator (ICD) site was eroding.

Manufacturer narrative:
Section h6: health effect - clinical code: bacteremia. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The hm3 lvas IFU lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18jan2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's death was not thought to be device related. The device operated as expected.